Event description:
It was reported that the patient presented for a routine check in clinic. It was noted that the device was implanted in 2018 and had 2 years estimated battery life left. The remaining battery estimate was believed to be shorter than expected. Premature battery depletion was suspected. The patient was to be monitored remotely. There were no complaints by the physician. The patient was stable.